Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. No unexpected battery failed alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 229 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as shaking, sweating, mental confusion, weakness, fatigue, loss of consciousness, and a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The caller also reported the customer receiving a failed battery alarm. The insulin pump will be returned for analysis.